Event description:
This device was changed out on (B)(6) 2011 due to patient condition. It was noted at the procedure that the rv set screw would not release on this device. After multiple attempts with the torque wrench, a wrench kit was attempted without avail. Technical services was called. Technical services suggested that the wrench be inserted through a single layer of a 4 x 4. When attempted, the set screw released. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)